Manufacturer narrative:
Investigation: visual inspection: a deformation of the outer housing of the prosa valve was observed through the visual inspection. The prosa valve housing was subsequently measured and confirmed the presence of a deformation. The housing deformation measured at -0.065 mm, outside the tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has shown that the prosa shunt system is permeable. Adjustment test: the prosa valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results: first, we performed a visual inspection of the prosa shunt system. A deformation of the outer housing of the prosa valve was observed through the visual inspection. This deformation was confirmed through a measurement of the plan parallelity. Next, we tested the permeability, adjustability, as well as the brake functionality and brake force. The prosa shunt system operates as expected and met all specifications. Finally, we have dismantled the valves. Inside the prosa we have found a build-up of substances (likely protein). In the mininav we have found no visible deposits. Based on our investigation, we are unable to substantiate the claim of non-adjustability. At the time of our investigation, the prosa was able to be adjusted to all specified settings. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. The cause of the deformation of the prosa valve could not be determined through our investigation. Significant outside pressure, for example by too much force from the prosa adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It as reported that there was an adjustment problem with a prosa shunsystem with a mininav. Patient information: age: (B)(6). Weight: (B)(6) kg. Height: 90 cm. Date of implantation:(B)(6) 2019. Date of removal:(B)(6) 2020.